Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer stated she cleared the alarm but when rewinding, the insulin pump would alarm motion sensor test failure. The drive support cap is recessed. The device was possibly near a cell phone. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a35 during rewind due to motor encoder signal out of phase. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to a35 alarm. No motor error alarm noted during our testing. The insulin pump was received with partially broken reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.